Manufacturer narrative:
The impella device was discarded by the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist for use during cardiogenic shock section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported a 26-year-old male patient with cardiomyopathy was implanted with an impella 5.5 for mechanical circulatory support. It was reported a hospital peer review and/or morbidity and mortality conference determined that, for this patient, the local team believed the impella caused a long-term need for dialysis. The complainant reported that during impella support, positioning and suction alarms did not occur as they thought they should. The patient survived the event and has been reported to have had a successful heart transplant post-impella placement.

Manufacturer narrative:
The investigation of renal failure, positioning issues, and low pump flow has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined.